Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of completion.

Event description:
The PICC was placed on 7/16. The dressing was changed on the evening of 7/28. On the morning of 7/29 the dressing was wet and non-occlusive. The dressing was removed and the catheter fell apart where the catheter meets the wings. The PICC was removed and a piv was placed until a new PICC could be. No harm to patient.

Event description:
The PICC was placed on (B)(6). The dressing was changed on the evening of (B)(6). On the morning of (B)(6) the dressing was wet and non-occlusive. The dressing was removed and the catheter fell apart where the catheter meets the wings. The PICC was removed and a piv was placed until a new PICC could be. No harm to patient.

Manufacturer narrative:
The complaint was forwarded to our catheter supplier vygon gmbh for evaluation. The investigation summary is as follows. The user reported that the catheter was leaking at the fixation wing after 13 days and that upon dressing change the catheter fell apart. This type of defect is typically related to tensile tracion following the use of alcohol-based disinfectants. The user confirmed that the alcohol-based disinfectant chloraprep was used. This is the sixth complaint received for these batches and the 6th complaint received for catheter leakage on code (B)(4) within the last 3 years. All complaints were from this account in (B)(6) 2019. As each catheter is leak and flow tested before packaging, we do not believe that this is due to any manufacturing defect. We advised the account to use caution when cleaning catheters as per the IFU, "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." No abnormalities were found during batch history records review. The issue could not be determined to be caused by manufacturing, therefore no further corrective action will be initated at this time.